Event description:
New angioplasty treated with active stent. Chronic occlusion of a des, without mi, discovered 4 months after procedure. Effort "blockpnee" without real angina and negative scintigraphy, control "coronaro", and easy balloon reopening. Note: interruption of asa and plavix around day 60 because of anemia due to duodenal ulcer and resuming of plavix only (without asa) until "coronarogramy" control.